Event description:
On 11/30/06 the lay pt's wife contacted lifescan (lfs) alleging that the pt's one touch ultra meter did not prompt the apply sample icon. The medical affairs specialist (mas) listened to the recorded call to lfs and spoke with the wife on december 4 and 5, 2006 to obtain additional info included below: the pt had owned the reported meter for about one year. He also owned a backup meter that didn't work. The pt gave the back up meter to his brother prior to the time of concern. The reported meter functioned through 11/24/06. The pt was unable to obtain a result on the reported meter on nov 25, 26 and 27. The wife said the pt takes a fixed daily am dose of lantus insulin and bases his mealtime dose of humulin r insulin on his meter readings. The reporter did not know the specific insulin dosages that the pt took on nov 25, 26 and 27, 2006, but said the pt "did not take enough insulin". The pt began feeling weak and was vomiting on sunday. His symptoms persisted. The reporter called the pt's nurse and was advised to take him to the ER. A blood glucose result of "about 700" was obtained on the hosp device. The pt was admitted to the hosp for four days and treated for hyperglycemia, ketoacidosis, and a strep throat. He rec'd an IV insulin drip and antibiotics. The wife told the customer care advocate (cca) that the pt had changed the meter battery after being unable to obtain a reading; the meter turned on, but did not display the apply sample icon after the pt changed the battery. The cca walked the wife through resetting the meter settings. After resetting the meter, it turned on with a test strip inserted into the test strip port. The cca walked the wife and pt through performing a control solution test; the result of 106 mg/dl felt outside of specifications (111-148 mg/dl). The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a reading on the lfs product. The pt experienced symptoms that suggested hyperglycemia. A hyperglycemic reading was obtained at the hosp. The pt was admitted to the hosp and treated for hyperglycemia, ketoacidosis, and a strep infection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.